Event description:
It was reported there was a loss of therapeutic effect. It was noted after the patient walked through a theft detector or security gate at the local prison the patient experienced a loss of therapeutic effect. It was noted they were "aggressive" with the security hand device and passed it real close to the device. Device was so sensitive that it alarmed near the floor due to being so powerful. Patient got sick right after this and started losing weight. Patient also reported they no longer felt stimulation after this. Patient had not felt any change in stimulation while around security devices. It was noted they were unable to turn the patient's device on with the clinician programmer. The health care provider reported there was no signal from the device so a new device was implanted. Health care provider could not check battery status and they were not sure when the battery was last checked. It was noted the caller believed the device failure was due to the security devices. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the device had helped some, but the patient had a jejunostomy feeding tube (j-tube) put in to increase her weight. The patient weighed (B)(6). The j-tube was removed and she maintained a weight of 107 pounds for over a year. When the device failed the patient lost weight and was at a weight of (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).